Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. The link mounting screw was found to be out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link. The link will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on with a loaded slide clamp. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.